Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl, sweating and a loss of consciousness. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Customer's husband administered glucagon nasal spray and customer was subsequently transported by paramedics to the hospital. Bg was treated with intravenous glucose. Reportedly, the customer was released the same day with the issue resolved and no permanent damage.